Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak occurred between the luer connector of the homechoice cassette and the clampex connector of the solution bag. This was identified during setup and preparation. There was no patient injury or medical intervention associated with this event. No additional information is available.